Event description:
Add'l info rec'd from MFR 4/26/02: info received indicates long charge time. There was no report of any adverse pt event. Analysis of the device indicated the long charge time was a result of a capacitor that was out of spec. The device was out of spec in a manner that relates to the reported event. MFR's alert date for this event 10/8/01. The device has been replaced and returned to medtronic for analysis. Total implant duration is approx 31 mos.

Event description:
Pt presented to physician office complaining of beeping tones from the ICD. Interrogation showed extended charge time of 18.38 secs, normal function with extended charge time. There where three nonsustained events, no treated events. Consultation with medtronic recommended that the device be explanted due to early battery depletion.